Manufacturer narrative:
Evaluation, method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2006, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the hospital gave a sales rep the ipg that had been explanted from the pt on (B)(6) 2008. Ans records indicate that the pt had previously fallen on the ipg and later reported that the device was no longer functional. Ans was not previously notified that the device had been explanted. No further info is available.